Event description:
Boston scientific received info that this right atrial (ra) lead had a loss of capture at maximum outputs, had diaphragmatic stimulation issues and undersensing issues. As a result, this lead was explanted. Also reported was that during the revision procedure the lead's insulation was cut while opening the pocket. No adverse pt effects were reported.